Manufacturer narrative:
Analysis was normal. No anomalies were found. Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2020-04011, 2017865-2020-04012. It was reported that the patient had an infection. The system was explanted. Further information was requested but not received.